Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. This was manifested by abdominal pain, cloudy effluent, poor draining, and fever. The break in aseptic technique occurred on an unspecified date. The patient was hospitalized for the peritonitis a day after the onset of the symptoms. The patient was treated with amikacin (12.5mg, route and frequency not reported) and vancomycin (1gm, route and frequency not reported). It was not known if the patient recovered from this event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.